Manufacturer narrative:
Concomitant products: sigpshell, sig power sigpshell control shell, (lot #unknown) sigphandle, sig power sigphandle handle, (sn: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, while attempting to insert the device into the port, the tip was not closed all the way. Thus, it could not be inserted into the port. To make sure, a new shell and reload were used with the same handle and adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement and the jaws were open. Functionally, the reload was loaded into a representative instrument. The jaws were clamped and a noticeable gap could been seen. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The loading unit interlock was tested and found to function properly. It was reported that the jaws would not close completely and the insertion through the port was difficult. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.